Event description:
It was reported that the patient underwent multilevel posterior spinal fusion l3-s1 using peek allograft, rhbmp-2/acs and putty to treat degenerative disc disease and intractable back pain. Post-op the patient reportedly developed extensive inflammatory response, interbody device loose, interbody device non-fusion, failed fusion, pain at implant site. Patient was discharged on pod 30. Patient's condition improved after surgery and he was kept on pain medication. Lora tab 10 mg every 6-8 hours along with flexeril 10mg and told to follow up in 2 weeks. At 243 days post-op, a CT myelogram of lumbar spine indicated 'stenosis at l4-5 on right side with overgrowth of fusion mass creating foraminal narrowing.' At 263 days post-op, the patient presented with pseudoarthrosis at the l3-4 and l4-5 status post lumbar fusion at l3-4 and l4-5, disc pain at the l5-s1, and lumbar stenosis at the l4-5 on the right side. The patient underwent revision surgery consisting of removal of old spinal instrumentation and whole interbody fusion device, posterior lumbar arthrodesis from l3-s1, and alif at l3-4, l4-5, and l5-s1. Intraoperative complications included latrogenic injury of left iliac vein. Per the operative notes, 'anatomical abnormality with an extra lumbar body with what we were calling l5-s1 being extremely deep in the pelvis with an anterior inferior orientation of the disc space. L4-5 was more beneath the iliac and above and yet was in such a position that could not be approached in traditional manner. Then, to further complicate the issue, the patient has had previous lateral placement of cages at 14-5 and 13-4, which resulted in extensive inflammatory response of the psoas and more particularly the psoas relationship and the anterior ligamental relationship with the 14-5 level completely scarring down and immobilizing the left iliac vein. At some point, this resulted in a laceration of the left lumbar as exhibited when the pressure was released; however, this was immediately controlled. There was at no point any uncontrolled bleeding and at the termination of the repair, there was noted to be free flow without excess luminal impingement.' The patient moved to ICU on pod 1 . Patient complained of pain, all vitals normal. Post op day 2, patient ambulated well and pain was well controlled. Vital signs afebrile. Doppler scan showed left lower extremity dvt. Post-op day 11, patient still had left lower extremity swelling, patient complained of nausea and was given phenergan. Consult done for in patient rehab. Leg pain became worse and patient had trouble ambulating. Abdominal CT ordered, did not show any fluid collection. Patient was placed on ng tube and given fleet enema. Patient underwent one unit of prbc transfusion. Started on lovenox and transferred to rehab on pod 7. Lovenox, coumadin, miralax and pepcid given, patient discharged with follow up in 2 weeks and regular diet. Pod 12 patient admitted with recurrent left leg deep vein thrombosis, history of deg disc disease, neuropathy, and acid reflux disease. Had interventional thrombolysis cath procedure done. Then had lower ext angio-l popliteal done. Patient discharged 2 days later with diagnoses including recurrent left leg deep vein thrombosis, status post total parenteral alimentation angiojet treatment, deg disc disease, neuropathy, depression, and acid reflux disease. At 145 days post-op, the patient was admitted with gastrointestinal bleeding, mild anemia, history of deep vein thrombosis, lumbar disk disease, depression. Major procedure done in the hospital; egd showed hiatal hernia with esophagitis, esophageal ulcer and gastritis. Was also noted that the patient has been getting spinal injections for pain for past 4 weeks. Discharged 2 days later.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.